Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation: review of the device's therapy log revealed during the therapy initiated on (B)(4) 2011 10:11:06 night drain cycle 2, the patient's ultra filtration (uf) reading was 1697ml, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. An iipv is any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume, as defined in the (B)(4) clinical hazards list. A review of the device's event log was performed for the therapy initiated (B)(4) 2011 at 10:11:06. The therapy was aborted during night drain cycle 3 thus the uf volume from night drain cycle 2 was added to the uf volume from night drain cycle 3 (823ml + 873ml) giving a uf volume of 1696ml for cycle 2. The drain volume for cycle 3 was 3373ml. The actual drain volume of 3373ml is 135% of the largest prescribed fill volume (lpfv) of 2500ml; therefore, this incident does not meet iipv criteria.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 2. The patient's ultrafiltration (uf) reading was 1697 ml, indicating the home patient (hp) drained 1697 ml more than the largest prescribed fill volume of 2500 ml. This meant the total drain volume was approximately 4197 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.